Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A CT revealed normal results. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced vertigo. The recipient was reportedly diagnosed with labyrinthitis. The recipient reportedly experienced a sinus infection. Sinus infection is not believed to have caused the labyrinthitis. The recipient was prescribed prednisone. The recipient's vertigo has resolved.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.